Event description:
The patient came in reporting instability due to laxity. About 1 year and 10 months after the primary surgery, the surgeon revised the 10mm insert with a 13mm insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 december 2023. Lot 2105621: 50 items manufactured and released on 23-jun-2021. Expiration date: 2026-jun-13. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with no similar reported event during the period of review.